Manufacturer narrative:
In the event the devices are returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2017-01338. It was reported the patient was not receiving effective stimulation therapy from her scs system. X-ray taken showed the patient's scs leads had migrated out of the epidural space. Subsequently, the patient's physician replaced the patient's entire system. Effective stimulation therapy was reportedly restored postoperatively.